Event description:
It was reported that coil protruded upon removal. The target lesion was located in the moderately tortuous internal iliac artery. A 10mm x 40cm and an 8mm x 40cm interlock-35 were selected for use. During procedure, both coils got stuck in the distal part of the catheter and were removed. However, the coils were protruding from the catheter's tip upon withdrawal. The procedure was completed with another of the same device. No patient complications were reported.